Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system fault experienced by the customer was associated with the endoscopic camera manipulator (ecm). The system was repaired by replacing the affected ecm. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. The ecm was returned to isi for failure analysis investigation. Engineering discovered both 230013 and 23008 in the error logs. The 23013 and 23008 system error codes appeared when the davinci s safety system determined a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining these conditions, the safety systems put davinci s in a "recoverable safe state". Engineering concluded that the motor/ encoder and potentiometer assemblies had malfunctioned, thus generating the system errors experienced by the customer. As of november 12, 2007, there have been no reported recurrences of the issue at this hosp.

Event description:
It was reported that during a da vinci prostatectomy surgical procedure, the customer experienced a 23013 system error code that they were unable to clear. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.